Event description:
It was reported to philips that the foot switch did not produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, this was an intermittent issue, and the issue occurred at the end of the procedure, which did not impact the procedure. The procedure was successfully completed using the footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not producing x-rays. Upon troubleshooting, fse found that the foot-switch had an issue with a faulty switch or cable, which was preventing the footswitch from producing x-rays. To resolve the issue, the fse replaced the wired footswitch. The defective wired foot pedal was returned to philips for failure analysis and the cause of the failure was found to be the outer layer of the cable insulation was damaged, and all four anti-slip rings were missing. Additionally, the footswitch failed the functional test. While the foot pedal functioned as expected when pressed, the signal failed to be sent when the cable was bent at an upward angle. After the replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.